Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (arm) while wearing the device between 49 and 71 hours. The patient's blood glucose levels rose to 27 mmol/l (486 mg/dl) and noted the site was red, painful and the pod was leaking. The patient removed the pod and applied a new one. The patient scheduled a same day appointment with her doctor and was diagnosed with an abscess. Antibiotics amoxicillin 500 mg (1 tablet per day for 3 days) and flucloxacillin 500 mg (1 tablet, 4 times per day for 7 days) was prescribed.